Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer contacting doctor due to meter result and symptoms related to diabetes (dizzy and blurry vision). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No additional medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results; customer reported complaint for high results using four meters. Customer states she had an incident with a family member on the day of the call where she got upset and it raised her blood glucose. Customer stated that she tested using true metrix air meter (B)(6) and had obtained a blood glucose test result in the 300's. The customer reported symptoms of blurry vision and feeling dizzy. Customer stated that she contacted her doctor that day due to the high blood glucose test result and symptoms. Customer stated that the doctor advised she needs to be calm or they may need to increase her medication (metformin) from once a day to twice a day, but no changes were made at this time. The customer¿s expected blood glucose test result range was not provided. During the call, a blood test was performed by the customer using the expired test strips that produced test result of 189 mg/dl non-fasting; it was not disclosed which meter customer had used to perform the test. The product is being stored in the customer's medication bag. The customer's test strips are expired: manufacturer¿s expiration date is 04/13/2025 and open vial date was not provided. The meter memory was not reviewed for previous test result history.